Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2015. The patient's signal reconnected during the call. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on (B)(4) 2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.